Event description:
Patient was having a transurethral resection of the prostate procedure. Intra-operatively the tip of the resectoscope came off and was seen to be floating in the bladder. The surgeon attempted for 1 and 1/2 hours to retrieve the tip without success. The patient subsequently developed abdominal distention and was found to have a bladder perforation. He underwent an exploratory laparotomy and two additional surgeries to repair the bladder. The plastic tip was found to be stuck in the prostatic urethra.